Event description:
It was observed that during the device evaluation, the single use aspiration needle exhibited the needle could not be retracted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of an sbc inspection of the actual product, we surmise that the incident you mentioned occurred because the needle came loose. We believe the needle came loose due to the following mechanisms: 1) the angle of the endoscope was too tight, which increased the sliding resistance of the needle, making it harder to operate. 2) when the needle slider was pulled too hard in an attempt to retract the needle, a load was applied to the needle fixing part of the suction port beyond its tolerance, causing the needle to come loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: yes. As a result of checking the instruction manual IFU, the following descriptions related to this event were found. Drawing number and revision number of IFU: gk6344 16: do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Do not bend, pull or compress the product excessively, as this may result in damage to the device or a decrease in its functionality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted d4 lot # and h3 manufacturer date. Additionally corrected fields: g2, h5, h6 coding (incorrect codes omitted from medical device problem code, inv findings, inv conclusion), h11: the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip of the needle tube on the hand side, which was supposed to be glued to the suction port of the control unit, had come detached from the adhesive part with the suction port. When the condition of the tip of the needle tube on the hand side was checked, there were traces of the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.